Event description:
Patient had pain. Implant placed and had primary stability. Patient returned to office a few hours later and wanted it removed as it gave the patient "headaches." Implant placed and removed the same day.